Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned. There was a cut in the insulation at 540 millimeters from the terminal pin. The lead was confirmed to be electrically continuous. The clinical observations were unable to be reproduced during laboratory analysis.

Event description:
The product has been received for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited dislodgement or microdislodgement due to increased pacing thresholds associated with loss of capture one day post implant. The patient underwent a revision procedure and this lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.